Event description:
The device was utilized and a laparoscopic gastric bypass case on (B)(6) 2013 and failed during removal of a drain; opposing (movable) jaw broke while grasping drain. No parts were reported missing. No parts were reported to have come lose from the grasper during the surgery. No report of injury to the pt.

Manufacturer narrative:
The device was returned to endoplus for investigation which is underway. The device history record and the current mfg process were reviewed and no nonconformances were identified. A review of the complaint history revealed 3 other occurrences of the same failure mode that was attributed to this device. Samples from those other occurrences which were returned to endoplus are also being investigated. Based on the evidence, endoplus has informed FDA per 21 cfr 806.10 of our decision to voluntarily recall.